Event description:
Consumer called to report she was given clear care by a new eye doctor today. When she returned home she noticed the bottle had expired in 2009. Where did the error occur: outpatient service. When and how was error discovered: consumer noted date on container when she arrived home. (B)(6).